Event description:
According to the facility: after transport to the hospital emergency department, with the patient still attached to the paramedic device, the patient was observed to be in pulseless v-tach. Reportedly, when the crew attempted to defibrillate the patient, the monitor screen advised that combination elctrodes were not conncected. Defibrillator charge could not be initiated as a result. Hospital staff immediately defibrillated the patient with a hospital device. Patient outcome was not reported; however, the facility reported that impact to the patient was minimal , due to use of the hospital device.

Manufacturer narrative:
The device was examined by the local factory service representative. The representative verified the device defibrillator was not functional, due to a low voltage male pin that had broken off of the therapy cable used with the device. The therapy cable was replaced.